Event description:
It was reported that the patient never experienced therapeutic effect. She saw a 20-30% reduction in her symptoms with the device. She experienced a throbbing sensation in the vaginal area when the stimulation was increased or sometimes it would just happen. Her device has been reprogrammed without results. The patient has tried everything to receive results from the therapy, including acupuncture. The healthcare provider confirmed that the patient experienced a shocking sensation and had no change in symptoms. The patient's device was reprogrammed several times. The lead impedance measurements were always fine. The x-ray was okay for device location. Meds were added without benefit. The patient outcome was not provided.

Manufacturer narrative:
(B) (4)